Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the blue stopper tube 363083 has drainage above the indicated fill line.".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0258259. Medical device expiration date: 2021-06-30. Device manufacture date: 2020-09-14. Medical device lot #: 0316280. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the blue stopper tube 363083 has drainage above the indicated fill line".